Event description:
It was reported that a hemorrhoidectomy was performed in 4/03. In 4/2003 the patient was seen by another surgeon due to discomfort, pain, etc, and was diagnosed with post-operative abscesses. In 2003 the patient returned and a third m.d. Drained the abscesses. The second surgeon saw the patient again in 2003 and took patient to the hospital for a washout. This surgeon had to perform a laparotomy for a colostomy on 04/24/03. The colostomy was performed to allow the rectal colon to recover and heal. The original surgeon stated that he felt he did not perform this procedure any other way than normal, and that the sepsis was at the anastomosis (staple line). The stapler was incinerated and will not be returned.